Manufacturer narrative:
Health effect clinical code: 4581 - significant reduction of irido-corneal angles. Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -18/3.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports excessive vaulting and significant reduction of irido-corneal angles. Lens remains implanted. The cause of the event was reported as "incorrect size calculation by staar online calculator". If additional information is received a supplemental medwatch report will be submitted.